Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began in the afternoon on (B)(6) 2012. While testing the patient also claimed she obtained an error 5 message and the apply sample indicator. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied making any changes to her diabetes regimen after the alleged meter issues occurred. According to the csr's documentation, as a result of the product issues, the patient reportedly developed symptoms of 'jittery, sweaty, headache' a week and a half later. The patient however, denied receiving any form of medical treatment after the alleged meter issue began. During troubleshooting, the csr verified that the patient was not using the subject meter for the first time and that the test strips properly drew in the patient's blood sample. However, the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.